Event description:
It was reported that a malfunction occurred on the pump with a malfunction code displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, and the customer was informed they could continue using it. Instructions were given to call back if the issue recurred, and the customer understood these directions.